Event description:
It was reported that an intraocular lens (iol) was implanted and explanted due to haptic oriented in a wrong direction. Through follow-up, it was learned that the lens was inserted in the patient's left eye and removed during the same procedure. There was no unplanned vitrectomy, incision enlargement, or sutures required. There was no patient injury. The patient outcome was reported as no complications. The lens successfully implanted with another johnson & johnson dib00 lens (different model and 22.5 diopter). No other information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 6/27/2022. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: no iol was received as part of this return. The complaint handpiece was received inside of the original folding carton. No iol was received as part of this return, therefore no product evaluation could be performed on the lens. Visual inspection under magnification of the handpiece revealed that there were no issues with the handpiece that could contribute to haptic damage. He complaint issue "haptic damaged" was not identified during product evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.